Event description:
Telemetry system experienced multiple waveform dropouts. The dropouts were erratic and long in duration. This resulted in evacuation of telemetry floor and pt move. The problem initially began on one central station then progressed to three add'l central stations. Intermittent signal loss for durations up to 3 secs were noted.